Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the intial drain cycle of their automated peritoneal dialyis therapy. Reportedly, the home pt connected the pt extension lines to the pt line of the homechoice cassette after the prime cycle had completed. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt completed therapy by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.